Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 3 months. The device was not explanted and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient had experienced multiple ischemic and hemorrhagic strokes on unspecified dates and over an unspecified period of time. The patient had recently become unresponsive and had been in a hospice setting with comfort care for the last six months. There were no reported issues with the pump. The patient expired on (B)(6) 2015. The pump was not explanted.